Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not recharging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician preference. The patient was doing well post operatively. The explanted ipg was not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg was not recharging. The patient will undergo an ipg replacement procedure.